Manufacturer narrative:
(A2) age at time of event: 18 years or older. (E1) initial reporter address: (B)(6). Device evaluated by MFR.: upon receipt at our post market quality assurance laboratory, a boston scientific filterwire was successfully inserted through this carotid wallstent and removed, with no resistance experienced. The guidewire used by the customer was not returned for analysis. A visual and tactile examination identified no issues with the catheter or delivery system that could potentially have contributed to the complaint incident. The device was returned with the stent fully mounted in the correct location on the device. No issues were identified during the product analysis.

Event description:
It was reported the delivery system froze on the filter wire. The stenosed target lesion was located in the internal carotid artery. A 10.0-24 carotid wallstent was selected for use along with a filterwire ez. However, during the procedure, the filterwire was unable to be successfully removed from the stent delivery system. The filterwire and the delivery system were removed from the patient's body at the same time and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported the delivery system froze on the filter wire. The stenosed target lesion was located in the internal carotid artery. A 10.0-24 carotid wallstent was selected for use along with a filterwire ez. However, during the procedure, the filterwire was unable to be successfully removed from the stent delivery system. The filterwire and the delivery system were removed from the patient's body at the same time and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.